Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. The device was explanted and replaced. Further information was requested however, was not provided.